Manufacturer narrative:
High impedance readings on a lead was reported to abbott and the lead was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients l4 lead displayed high impedance resulting in ineffective stimulation. As a result, surgical intervention was undertaken to explant the lead. Additional surgery may be pending to replace the lead.